Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733686, software version #: 2.1.0 g2: this event occurred in france, see section e. H3, h6: software analysis was performed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device used during a sacroiliac and thoracolumbar procedure. It was reported that the site could not navigate. The views were not correct, a trajectory was missing. Troubleshooting was performed. The local representative (rep) explained to the nurse how to set the good view in the screen. The issue was noted to be resolved on the call. No delay information was provided. No patient impact information was provided. Additional information was received. It was reported it was likely that a bad profile was used. The representative explained how to set the screen to have what was needed to perform the surgery. There was no patient impact and there was no delay. It was also noted that there was no inaccuracy and no missing data/tracking information. Additional information was received. It was confirmed by the manufacturer representative (rep) that the issue was related to user error. After an explanation, the issue was resolved.